Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported his blood glucose was 41 mg/dl right before eating. Customer's current blood glucose is 75 mg/dl. He treated with glucose tablets. Customer stated he has been having lows today for the last two hours and his blood glucose has not risen above 75 mg/dl, even after eating. The drive support cap appears normal. The device passed the displacement test. Customer stated the device went into threshold suspend mode when he went low. When he took a reading, his blood glucose was 97 mg/dl. Customer was advised to speak to his doctor about his lows. Nothing further reported.